Event description:
It was reported that during testing conducted at the user facility the device was overheating. The procedure was completed successfully using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was not able to be duplicated through functional evaluation. However, upon disassembly, a non-stryker e-box was identified. Unauthorized modification of device components is a potential cause of overheating. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.